Manufacturer narrative:
One device was received. A visual inspection was able to confirm the customer reported issue that the battery door springs were bent. Upon further investigation, the upstream occlusion (uso) seal was found to be buckling. The uso seal and battery door were replaced. The cause of the reported issue is unknown. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the battery proms were broken. There was no reported patient involvement.